Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, however, there is one picture attached in the complaint record and the photo was provided in the complaint record, was possible observe the stent bladder and renal pig tail in a good shape. During the visual inspection was noted the device in a good shape. The returned device matches with upn provided by the customer. No other issues with the device were noted. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. After functional, visual, test in the complaint device it was not possible to identify any evidence of either the alleged issues or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, no problem detected is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a cencer procedure in the ureter, performed on (B)(6) 2021. During the procedure, the stent was difficult to insert hrough the guidewire and it was noticed that the inner hole of the stent was kinked. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that one of the end of the stent coil was kinked.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a cencer procedure in the ureter, performed on (B)(6) 2021. During the procedure, the stent was difficult to insert through the guidewire and it was noticed that the inner hole of the stent was kinked. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that one of the end of the stent coil was kinked. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.